Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 6 years due to prosthetic mitral valve stenosis. Per the op report, this patient had undergone mitral valve replacement and tricuspid annuloplasty in 2006. At that time he was noted to have a failed renal allograft and ultimately required approx. 4 years of hemodialysis. He subsequently had a second kidney transplant. In the interim, the patient developed prosthetic mitral valve stenosis with an estimated gradient of 12-15 mmhg for which he was symptomatic. The device was replaced with a new edwards bioprosthetic valve. There were no intraoperative complications.

Manufacturer narrative:
Device not returned. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the valve was not returned to edwards for analysis; therefore, the root cause of this event could not be investigated. There is insufficient information to conclusively determine the root cause for the reported stenosis.